Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were no boluses listed on the event date 12-dec-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 12-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm listed on the event date 12-dec-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 12-dec-2024 in the pump history file. (B)(6)2024 09:58:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 10:06:33.000 batteryremoved (55) (B)(6)2024 10:06:33.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 10:08:09.000 batteryinserted (44) earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 10:46:57 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert (104) - unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 578 mg/dl. The customer reported hyperglycemia, treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. Customer reported the following led up to the event: between 5 to 6pm, bg was 526. Gave 9.6u of bolus. About to change insulin, checked the bg again and it showed 578 for the bg. Removed the quick release and deliver an insulin on to her hand, but no insulin is flowing on the tubing document treatment for high bg: no treatment, called the ambulance document type of diabetes: type 1. The event involved product(s) mmt-397a, mmt-1884l, mmt-332a. High bgs/under delivery customer reported high bgs. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a.